Event description:
The customer reported via phone call that she was hospitalized due to a high blood glucose level. The insulin pump alarmed no delivery several times. She replaced the reservoir twice. Customer's blood glucose level was 246 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.